Manufacturer narrative:
The device was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the pump history download does not show any "prime" or ¿suspend" entries. Prime and suspend history was checked in the pump; each contain only one record. Performed multiple ¿primes¿ and ¿suspends¿ on the bench; the pump¿s electronic erasable programmable read only memory maintains only one value of "prime" and "suspend", the last value created and corruption of this memory was confirmed on the bench. A blue line was observed under the ¿basal rate¿ on the home screen. Removed pump cover; failed display flex was confirmed. New test screen was inserted and found to be new test fully functional with no lines.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a failed display flex and a corrupted eprom (erasable programmable read only memory). This report is based on the results of an investigation completed on (B)(4) 2014.